Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion. Guide catheter: axess. Stent: xience alpine 3.5x23. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate tortuosity and moderate calcification that was 90% stenosed. After deployment of a 3.5 mm x 23 mm xience alpine drug eluting stent, post-dilatation was performed with a 4.0 mm x 12 mm nc trek balloon dilatation catheter (bdc). Resistance was felt during advancement of the nc trek bdc through the lesion, possibly with the stent implant; however, it was able to cross successfully. The balloon ruptured during the first inflation at 8 atmospheres. A non-abbott replacement bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.